Event description:
On 16-sep-2025, it was reported that a beta bionics ilet user experienced a cracked screen after the device was damaged during sleep. The screen remained partially functional, though unlocking the device was impacted. The user transitioned to backup insulin therapy, and a replacement ilet was arranged. No hospitalization was required and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.